Event description:
It was reported that this patient implantable cardioverter defibrillator (ICD) displayed a red alert due to right ventricular (rv) lead high shock impedance out-of-range. Apparently, no exact measurements were recorded. Technical services (ts) indicated that this is related to the 21-24-hour clock. Per shock lead impedance report, this is the second time there's an alert for this issue, with measurements over 125 ohms. Ts indicated that the shock impedance trending shows a gradual rise over time, which indicates possible calcification on the lead. It was recommended to increase the shock impedance alert threshold to 150 ohms, and to consider a commanded shock to determine the real shock impedance with therapy delivery. Further information was received confirming that the impedance alert threshold was raised to 150 ohms and no commanded shocks were performed, as the shock impedance was 113 ohms when the patient was checked in the clinic. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) displayed a red alert due to right ventricular (rv) lead high shock impedance measurements out-of-range. Apparently, no exact measurements were recorded. Technical services (ts) indicated that this is related to the 21-24-hour clock. Per shock lead impedance report, this is the second time there's an alert for this issue, with measurements over 125 ohms. Ts indicated that the shock impedance trending shows a gradual rise over time, which indicates possible calcification on the lead. It was recommended to increase the shock impedance alert threshold to 150 ohms, and to consider a commanded shock to determine the real shock impedance with therapy delivery. Further information was received confirming that the impedance alert threshold was raised to 150 ohms and no commanded shocks were performed, as the shock impedance was 113 ohms when the patient was checked in the clinic. However, new information was received indicating 2 commanded shocks were eventually delivered, resulting in shock impedance measurements of 108 and 102 ohms, respectively. The second shock was delivered as the first one did not convert. The patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.